Event description:
A malfunction was reported by the customer, identified by code malf 12, but there were no notable events prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reappeared, which the customer acknowledged and understood.